Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer later reported that the machine did end up working later in the day and they do not believe it should be serviced since they have not had an issue since.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report her event. During the call, tac informed the customer that the unit would need to be returned for inspection and possibly repair. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus flushing pump was unexpectedly powering off approximately 2 second safter the button was pressed. According to the initial reporter, this event delayed the intended procedure by approximately 20-25 minutes. Reportedly, the diagnostic colonoscopy procedure was completed through manual flushing as a substitution. There was no patient harm reported as a result of this event.